Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6)2026, the patient reported to insulet that her omnipod insulin pump had been ¿off¿ for approximately three weeks. It was also reported that the patient¿s cgm device ¿malfunctioned¿ with no other information provided. During this time, the patient¿s bg levels were elevated which resulted in her being hospitalized with dka. No other patient or event details were available, including any further information about how the cgm was behaving, patient symptoms, treatment details, or length of the patient¿s hospitalization. Attempts to reach the patient for further event details were unsuccessful. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.